Manufacturer narrative:
Section d4: expiration date was inadvertently reported in initial report and is not applicable for this device. Manufacturer's investigation conclusion: the reported event of a ¿continued to alarm a red battery despite exchanging the internal battery¿ could not be confirmed with the returned power module (serial # (B)(6). The returned power module was tested with laboratory equipment and no functional was identified. Performed preventive maintenance and full functional checkout, which the unit passed all testing. The power module was returned to the rental pool power module IFU 103772 rev. B (section 5) covers all alarms (visual and audible) on the power module and what actions should be performed when they do occur. Hmii IFU, hm3 IFU, has details on the proper use of the power module. If the power module does not function properly, contact the company's technical service department for assistance. Device history record indicated the device was manufactured in accordance to mfg and qa specifications. Power module (serial # (B)(6) was shipped to the customer on 12jul2016. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the power module was malfunctioning, no other details were available.